Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-17690. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the device and capsular contracture baker grade iii. Later, patient reported pain and hardness. Later, healthcare professional reported capsular contracture, baker grade iii, and concerns with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the device and capsular contracture baker grade iii. Later, patient reported pain and hardness. Later, healthcare professional reported capsular contracture, baker grade iii, and concerns with the product.the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.